Event description:
It was reported that during an angioplasty procedure in the circumflex (cx) artery, the 3.0 x 18 mm multi-link vision stent was implanted in the distal portion of the vessel. A second 3.5 x 18 mm multi-link vision was attempted but could not cross the lesion due to a curve and could not be positioned in the lesion. After pre-dilatation and several unsuccessful attempts to cross the lesion it was removed from the anatomy. It was noted that the stent implant was loose on the balloon. The device was not used. A second non-abbott stent was advanced which crossed the vessel curve and was deployed correctly in the lesion. There was no reported adverse patient effect. Though there was a reported procedure delay, there was no clinical significance to the patient. No additional information was provided. Subsequent information received stated that the loose stent was noted at the time of the procedure and that the abbott representative was present. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion. The complaint device was returned and analyzed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The reported loose stent on balloon could not be verified because the stent was intentionally deployed by the nurse post procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the multi-link vision instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back to the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent corrected information received stated that the loose stent was not part of the procedure; the stent was intentionally deployed by the staff in a 'show and tell' example after the procedure. No stent dislodgement was noted as part of the procedure.